Event description:
The pacemaker involved in this complaint was interrogated on (B)(6) 2012. It was found operating in standby mode (back up mode). An explanation is required.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.